Event description:
Patient came to cardiac allograft vasculopathy for left leg angiogram. During intervention with rotarex device (lot: 240795, ref 80237) wire fracture in multiple pieces, unable to snare and patient taken to operating room for wire removal.